Event description:
It was reported the lead migrated to the generator pocket. Increased pain was indicated as a symptom by the patient. Both surgical repositioning and replacement of the lead occurred. It was unclear which particular lead was repositioned and if that was the same lead that was removed, or if there was another lead. It was also stated an additional lead was implanted. It was unclear how many leads the patient had. Reprogramming occurred before the surgical procedures. The outcome listed indicated the event resolved without sequelae. No further information was reported.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer. (B)(4).